Manufacturer narrative:
A tosoh field service engineer (fse) went to the customer site to evaluate the problem. The fse found the waste cap not fully tightened creating a possible vacuum leak. The fse checked the wash, diluent, and substrate primes which were found to be good. The fse then cleaned the sample nozzle, verified alignments, temperatures and lubed all. Next the fse performed daily maintenance on the analyzer. After maintenance performed, the fse ran ten tt3 specimens and found precision very good. The next day the customer called to report all quality controls to be within acceptable range and tgab calibration to be good. The most probable cause of the reported event is related to the waste cap not fully tightened, causing a vacuum leak. The aia-600ii service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, and troubleshooting pertaining to the aia-600ii system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report ongoing imprecision with use of the aia-600ii analyzer. The customer explained that most quality controls are out of range today. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.